Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer had low blood glucose of 10 mg/dl and was found by spouse. Paramedics were called and customer was transported to the hospital. Customer was hospitalized with blood glucose of 90 mg/dl after being treated by paramedics. Customer was hospitalized due to severe hypoglycemia and also had pneumonia. Customer was wearing insulin pump at the time of hospitalization. Spouse reported that customer is a brittle diabetic and requested for insulin pump to be replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the displacement accuracy test. The insulin pump was programmed with test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed the programmed calibration blood glucose values, 100 mg/dl and 135 mg/dl properly on the display graph. No sensor or sensor calibration errors noted. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.